Event description:
It was reported there was a charge time out alert that was delivered. The event was resolved by explanting the device. The patient was in stable condition. Further information was requested but is not yet available.

Manufacturer narrative:
The reported event of charge timeout was confirmed through review of the patient notifications. Bench testing was performed, which included capacitor maintenance charges, and the device electronics charged the hv capacitors to full energy normally. The original hv capacitors were sent to the supplier for further analysis, however the capacitors passed all electrical tests and the cause of the charge timeout was unable to be determined.

Event description:
Additional information received indicated the device was replaced.